Event description:
The pace/sense portion of this lead was capped and replaced with a new pacing/sensing lead on (B)(6) 2010 due to noise. The shock portion of the lead remained actively implanted. This lead was then explanted and replaced on (B)(6) 2015 during a device change out. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.